Event description:
Customer states the last four samples run on instrument had calcium results less than 1.0. Four samples were from different pts. Nurses questioned results as too low. Samples were not run in duplicate, or on any other instrument. No pt injury was reported.

Manufacturer narrative:
Samples tested were discarded. There were no errors on the event log. Instrument had been calibrating correctly and all quality controls were within range. According to customer, samples were drawn within 10 minutes of collection and had been on ice. The analyzer is currently in use and operational. The calcium issue was resolved with a service call on (B)(4) 2012.